Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch due to intrinsic p-waves landing in the pvarp, leading to functional loss of capture. The short ar-ap intervals ultimately leading to the inappropriate auto mode switch. Programming changes were recommended. The patient was in good condition.